Manufacturer narrative:
The customer reported that the window from hand piece fell out during the treatment. Field service rep visited the account and evaluate the system. He reported that the unit was in spec, and he found that "sapphire window" fell out. Potential cause was identified as "improper maintenance."

Event description:
On (B)(6) 2018, the account in (B)(6) reported an injury to patient after laser treatment. The office reported that " window fell out from the handpiece on patient creating burn". This office reported that patient condition was ok and "patient is healing" .